Event description:
It was reported the patient's scs trial procedure was abandoned. The physician accessed the epidural space but was unable to place the lead in the correct location due to scar tissue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.